Event description:
The customer reported the system shuts down on its own. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the surge suppressor and tightened connections on the power cord. System operates as intended.